Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found that the lead insulation was abraded at 8.8 cm to 9.3 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.